Event description:
The patient was having a laparoscopically assisted vaginal hysterectomy (lavh). The handpiece malfunctioned on the initial use, was smoking, got sticky and would not release. A new handpiece was retrieved to replace defective handpiece.what was the original intended procedure?lavh with bso using ligasure.device #1is this a laboratory device or laboratory test?no.